Manufacturer narrative:
Other, other text: manufacturing device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the keypad and labels intact, the liquid crystal display (lcd) leaking pixels, and the rear housing cracked with an exposed gasket. A review of the event history log identified alarming for low volume at the end of the infusion period in the history. This alarm is normal to inform patient of medication depletion. Functional testing using simulated use was performed for sensor verification. The reported problem was unable to be duplicated. No fault was found. As no problem was found, root cause was unable to be established. Additional information b5 describe event or problem and d5 operator of device. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
At the time of this event, the patient was receiving a life sustaining intravenous infusion for pulmonary arterial hypertension (pah) at 94 milliliters per 24 hours.

Manufacturer narrative:
Evaluation results: one pneupac ventilator was returned for investigation in damaged condition. The CPAP knob was bent, and the knob cap was missing. The investigator performed an initial check of the CPAP control values and found that they were high. This confirmed customer reported product problem. The knob was replaced as a result. The patient pressure cycling indicator and CPAP control values were then recalibrated as they both were outside tolerance. The device passed all functional test after this measure was taken.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited alarm after few hours but did not displayed error code. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.